Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "failed downstream occlusion during annual preventive maintenance" was unable to be reproduced. The device passed downstream occlusion testing. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was an out of calibration downstream sensor. The downstream sensor is required to calibrate to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed downstream occlusion testing with a reading of over 20 pounds per square inch. This occurred during preventive maintenance in the biomedical service department. There was no patient involvement. No additional information is available.